Event description:
The customer reported the device shut down while in use. The facility was performing a generator test, when ac power was lost the device did not transition to battery. No patient harm. The manufacturers field service engineer (fse) evaluated the device and found the backup battery failed testing. The fse replaced the backup battery to correct the issue. The device passed all manufacturers required testing.